Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed inside a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag (at fill port). This issue was identified before drug mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 08, 2019 - october 10, 2019. H10: the device was received for evaluation. Visual along with magnified inspection was performed and no white foreign matter was observed. The fill port cap was removed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.